Manufacturer narrative:
E1- customer phone number: (B)(6). G4 ¿ PMA/510(k) #: exempt. H3: device has not yet been returned to manufacturer; however, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported; the ncircle delta wire tipless stone extractor's basket was unable to function properly prior to a transurethral lithotomy (tul) procedure involving collection in the urinary duct. The device was removed from the package and inspected to ensure there was no damage to the device. The basket was tested in the uncoiled position, and it would not open or close. A laser was not used at the same time as the device. The procedure was completed by using another same-like device. The device did not make patient contact. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation description of event: it was reported, the ncircle delta wire tipless stone extractor's basket was unable to function properly prior to a transurethral lithotomy (tul) procedure involving collection in the urinary duct. The device was removed from the package and inspected to ensure there was no damage to the device. The basket was tested in the uncoiled position, and it would not open or close. A laser was not used at the same time as the device. The procedure was completed by using another same-like device. The device did not make patient contact. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle delta wire tipless stone extractor was returned in biohazard ziplock bag. Handle opens and closes basket formation. Visual exam notes 2 wires in the basket formation are separated. One wire appears to been pulled from distal cannula. One wire appears cut, possible charring noted near point of separation additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The product IFU, does not provide any information related to the reported issue. The returned device was found to have a severely damaged basket. The basket wires were bent, one was broken, and one was pulled free from the basket cannula. The provided information stated the device was not used. A cause for the damage could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.